Manufacturer narrative:
It was reported that the unit was not working and harness from the power supply was burned. No one was injured. No reports of fire, smoke, burn smell,or fire department being called, however there is evidence of charred material.

Event description:
Customer reported the pcb cable was burnt.